Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 20 mg/dl. Customer stated that the insulin pump gave too much insulin. Customer current blood glucose reading is 155 mg/dl. Customer blood glucose at the time of the incident is 20 mg/dl. Troubleshooting was performed. Customer has been experiencing low blood glucose since last night. Customer said the set was changed on (B)(6) 2017. Customer changed set yesterday due to an air bubbles. Customer will contact their healthcare provider to discuss their blood glucose reading. Customer reports programming is accurate. Customer threw away defective reservoir. Customer said the nurse will prefill the insulin and live it in a room temperature.